Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/age is unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: outcomes of implantable loop monitoring in patients less than 21 years of age. The american journal of cardiology. 2021;00:1-6. Doi.org/10.1016/j.amjcard.2021.07.034. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardiac monitors (icm). The article reports one patient who developed a pneumothorax during the implant of the icm. The status/disposition of the device is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.